Manufacturer narrative:
The device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 5f mynxgrip vascular closure device (vcd) became stiff and gripped onto the inside of the sheath catheter during use. The sheath came out while attempting to push the plug outside the artery wall. There was no reported patient injury. The customer stated the device was not smooth during use. The device will be returned for evaluation.